Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable result for one patient sample tested for the elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), the elecsys tsh assay (tsh), and the elecsys hbsag gen. 2 immunoassay (hbsag) on an e601 analyzer. Of the mentioned tests, the sample had erroneous results for ft3, ft4, and tsh. The erroneous results were not reported outside of the laboratory. The sample initially resulted as 0.03 uu/ml for tsh, 0.08 pg/ml for ft3, and 0.91 ng/dl for ft4. The customer questioned the hbsag result for the sample, so measurements were repeated for all tests. The sample was repeated, resulting as 1.56 uu/ml for tsh, 1.79 pg/ml for ft3, and 2.87 ng/dl for ft4. The repeat results were reported outside of the laboratory. The patient was not adversely affected. Controls were acceptable and no alarms were generated on the analyzer. No other questionable results were generated during the initial run. The customer stated that they checked for bubbles and fibrin in the samples. The customer used 13x75mm tubes with rack adapters. The tsh reagent lot number was 166369. The ft3 reagent lot number was 152267. The ft4 reagent lot number was 186540. The expiration dates for the tsh, ft3, and ft4 reagents were asked for, but not provided. It was explained to the customer that micro fibrin in the sample may be a possible cause for the low results. The customer agreed to monitor the situation for a while without further investigation. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. Possible root causes for the low results are foam/bubbles on the sample surface, micro-clots and/or fibrin filaments present in the sample caused by incorrect pre-analytic handling, or incorrect positioning of sample tubes due to an incorrect use of rack adapters.